Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40-50 mg/dl, cause was unknown. Low bg was addressed by consuming carbohydrates. Customer also reported that the pump software did not suspend insulin delivery as intended, but no further information was obtained as customer declined troubleshooting for this issue with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.